Event description:
Office reported that the connector of the xtra-silent nite slide-link sleep appliance broke off. The patient started using the appliance on (B)(6) 2022. The patient reported the incident on 07/01/24 when she was going to wear it that night noticed that the connector was broken. Provider states that the patient did not suffer any harm or injury from the incident. Patient discontinued using appliance, she received a replacement and currently using it with no issues. Provider states that the device was cleaned with plain water before delivering to the patient and does not know how the patient maintained the device. No other issues reported.

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).